Event description:
The complainant stated that the head section is not staying up and is slowly drifting to the flat position.

Manufacturer narrative:
The technician isolated the issue to the hydraulic valve. He replaced the valve to repair the bed.